Event description:
A patient reported blood glucose results of "4.7mmol/l, and 9.8mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter ,test strips and control solution were replaced.